Manufacturer narrative:
Corrected fields: d5, e2 and e3 (initially it was wrongly mentioned as 'yes' and 'other healthcare professional' respectively which is actually 'unknown') a getinge field service engineer (fse) stated, he made adjustments such as position adjustment of parts such as the safety disk and related solenoid valves in the pneumatic interface module, and the test was "passed". He ran a performance check and it was fine. The repair is completed without parts replacement. Completed repair with all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit failed pneumatic module leak test. There was no patient involvement.